Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device would not reload after three pumps and two tacks did not seat in the tissue. No patient injury.